Event description:
Poor quality, there were 2 cases of stent thrombosis back to back in two days because of which we approached you to take back the products as the doctors and hospitals have denied using it further. Ref report: mw5149601.